Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motion sensor test failure alarm. Customer's blood glucose was 468 mg/dl. Device alarmed a motor error alarm during displacement test. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a constant motion sensor test failure alarm during the rewind due to an out of phase motor encoder. Unable to confirm the motor error alarm or complete the functional testing due to the alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.